Event description:
Adverse event(s): "iop 50 mmhg" (intraocular pressure rise). Product problem(s): "spinning around in ac" (no code available [iol (intraocular lens) implant]). A surgeon reported an intraocular lens (iol) was noted to be spinning around in the anterior chamber. The iol was exchanged for different model iol. The pt had a history of glaucoma (pre-existing). The pt was noted to have a rise in intraocular pressure (iop) at approx 3 weeks postoperatively. The surgeon stated he felt the iol was too small although within the guideline of white to white + 1.0 mm. In a follow up, the surgeon reported the event resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/17/2010, 08/20/2010, and 08/25/2010 by phone, fax, and mail. A completed questionnaire was received on 08/25/2010. (B)(4).